Manufacturer narrative:
The reported events of high pacing lead impedance and decreased sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examinations did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
During follow-up, increased pacing impedance and decreased sensing was observed on the right ventricular (rv) lead. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.